Manufacturer narrative:
A steris service technician inspected the washer and tested both washer doors, and verified the safe and proper operation of the unit. The technician was unable to duplicate the incident reported by the user facility. The facility has had no problems with the washer since the technician was on-site, and the washer has remained in use since the incident.the washer is under steris maintenance/service contract and was last serviced in 2009. Inspection of the equipment indicated that this incident occurred due to user error. Steris will offer the user facility an in-service training on the proper operation of this equipment.

Event description:
At the end of the washer cycle, the operator opened the door to unload the washer at which point the washer rack became stuck in the door. The operator then turned off the power and reached into the washer to remove the rack. The washer door came down on her arm. The operator went to the emergency room where she was x-rayed and received ice for bruising. She did not seek any additional follow-up, did not miss any time from work, and the facility reported that she has no residual injuries.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel regarding the proper operation of the reliance 444 washer on march 4, 2010.

Event description:
Boston scientific crm received info from a boston scientific field rep that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of the pt's death, and subsequent device interrogation showed possible ventricular undersensing. No additional info was immediately available from the pt's physician or funeral home.